Event description:
It was reported that capture thresholds had been consistently been rising. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion found at 12.9-13.1cm and 26.1- 26.4cm from the pin and 6.9-7.4cm from distal tip. Etfe coating was intact. Internal insulation abrasion found at 8.3-8.9cm and 28.2-28.8cm from distal tip. Etfe coating was intact at all locations. Internal insulation abrasion found underneath rv shock coil at 5.4-5.9cm from distal tip. Etfe coating of one re conductor was abraded. This damage could contribute to the reported high capture thresholds.